Event description:
It was reported by the customer that "customer is saying that part of the introducer broke off. Stopped procedure. Had to do safety checks. Will need to re-insert PICC." Additional event information received: "PICC line was being placed in patient, dilator (intact) threaded over guidewire and entered vessel with no resistance. PICC attempted to be threaded but was unable to pass shoulder. Inner cannula of dilator was re-inserted into patient and then removed with outer sheath as one piece. At this time, it was noted that tip of inner dilator cannula was not intact. Rn looked on sterile tray and drape and did not see piece. Pt had to stay in facility one extra day for work up to find potential piece of catheter. Patient had x-ray and CT scan as well. The line was unable to be placed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "customer is saying that part of the introducer broke off. Stopped procedure. Had to do safety checks. Will need to re-insert PICC." Additional event information received: "PICC line was being placed in patient, dilator (intact) threaded over guidewire and entered vessel with no resistance. PICC attempted to be threaded but was unable to pass shoulder. Inner cannula of dilator was re-inserted into patient and then removed with outer sheath as one piece. At this time, it was noted that tip of inner dilator cannula was not intact. Rn looked on sterile tray and drape and did not see piece. Pt had to stay in facility one extra day for work up to find potential piece of catheter. Patient had x-ray and CT scan as well. The line was unable to be placed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "customer is saying that part of the introducer broke off. Stopped procedure. Had to do safety checks. Will need to re-insert PICC." Additional event information received: "PICC line was being placed in patient, dilator (intact) threaded over guidewire and entered vessel with no resistance. PICC attempted to be threaded but was unable to pass shoulder. Inner cannula of dilator was re-inserted into patient and then removed with outer sheath as one piece. At this time, it was noted that tip of inner dilator cannula was not intact. Rn looked on sterile tray and drape and did not see piece. Pt had to stay in facility one extra day for work up to find potential piece of catheter. Patient had x-ray and CT scan as well. The line was unable to be placed."